Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
"Consumer wrote in to complain her dental protector broke after only 4 nights of use. Upon receiving a replacement she has complained that this is my 2nd guard and it broke again in under a week. Sent request for a full refund."